Event description:
During an implant procedure, the left ventricular (lv) lead became dislodged. The lv lead was attempted to be rinsed and repositioned, but was unable to rinsed successfully. Furthermore, the guidewire was unable to be inserted into the lv lead. As a result, the lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance the stylet. As received, a complete lead was returned in one piece for analysis. The reported event of failure to advance the stylet was confirmed. Visual examination of the lead revealed the inner coil to be offset/damaged and the polytetrafluoroethylene (ptfe) coating of the stylet was stripped off of the stylet and clogged in the inner coil due to procedural damage. The s-curve was measured to be within specification. The cause of the reported event of failure to advance the stylet was due to the damaged inner coil and the ptfe coating of the stylet clogged in the inner coil.